Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message while attempting to deliver a bolus. Review of the pump logs by tandem technical support verified that multiple, intermittent occlusion alarms occurred. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received. Customer's blood glucose level was 300-400 mg/dl.